Event description:
It was reported that the rotawire got stuck. A rotawire and rotapro was selected for use. Post procedure, it was noted that the rotawire could not be guided through the system and ended up getting stuck.

Manufacturer narrative:
With all the available information, boston scientific concludes: device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the rotawire device confirmed that the event of guidewire burr stuck on wire, guidewire difficult to track over wire is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, an available information. It is likely that the issues could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported events.